Manufacturer narrative:
The reported events of noise and loss of capture were not confirmed. A complete lead was returned in one piece with the helix extended within specification and was clogged with blood/tissue. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that upon interrogation the right ventricular lead was observed to exhibit failure to capture, non sustained oversensing and ventricular noise leading to increased battery usage. Dislodgement of the right ventricular lead was confirmed. The lead was explanted and replaced. There were no patient consequences.